Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-025530 and the patient's outcome could not conclusively be established through this evaluation. Mlp-025530 was not returned for evaluation. The relevant sections of the device history records for mlp-025530 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22apr2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Due to patient privacy laws the managing hospital would not communicate details regarding the patient outcome.